Manufacturer narrative:
It is reported by nurse (B)(6) of the hospital that during a surgery procedure, the insulation of the probe peeled away. The returned unit was submitted to a visual inspection. Scratch marks were observed on the lumen and insulation, concentrated on the front of the probe below the electrode and extended to the sides, please refer to attached pictures. The insulation has a slit on the front and small slits on the edge of the insulation below the tip consistent with friction against an object. A few scratch marks parallel to the insulation were observed on the lumen portion on the back of the probe. However, no damage of any kind was observed on the back portion of the probe's insulation. No insulation pieces seemed to be missing. According to the serfas energy probe family risk management plan , probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. In addition, if there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread and lot based. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. Poor assembly process: risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes, according to the following two manufacturing task instructions: inspection visual de sub-assembly; inspection visual de assembly. Both procedure states that the manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the serfas energy probes. According to the activation history, the unit was extensively used during surgery as the unit was activated at least 46 times, which is the maximum amount of activations the e-prom stores before the condition was observed and unit replaced, which indicates that the unit was assembled properly and did not presented any insulation damage until after it was used for an extended amount of time during surgery. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. No out of box damage was reported in this case. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse: after performing the visual inspection on the returned unit, an excessive amount of scratch wear marks on the lumen and insulation, as described above in detail, were observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family (p/n 1000-400-763). The user's instructions states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned units evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a surgery procedure, the insulation of the probe peeled away. A replacement was available to complete the surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a surgery procedure, the insulation of the probe peeled away. A replacement was available to complete the surgery.